Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The fse observed and found no further issues with the system. No parts were replaced. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axis acp mount, fiber optic cable and the back link cover. The system was tested and verified as ready for use. The affected parts involved with this complaint are field scrap items and will not be returned to isi for further investigation.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report the universal surgical manipulator (usm) was drifting. Tse viewed system logs but did not find any errors on the arm. The procedure was completed with no reported injury.